Event description:
We had gone 12 months without any infections occurring in our 17 home peritoneal dialysis patients. In 2014 we had four peritonitis episodes. These infections coincided with a baxter recall generated a month later. The recall was necessary to notify patients that a lack of sterility existed for the minicap with povidone iodine solution that is used in preparation for peritoneal dialysis. We were able to confirm that our patients had received the affected lots. Our infection control department found no other explanation for these infections.